Event description:
Olympus was informed that during an unspecified endoscopic polypectomy of the colon procedure, arterial bleeding occurred after the resection of a polyp. The bleeding was subsequently stopped by application of unspecified haemostatic clips and the intended procedure was finally completed. As reported, the patient fully recovered after he was admitted overnight for observation. Furthermore, it was reported that there was no malfunction of the overall system and that the electrosurgical unit with wrong settings (mode/power level: pulsecut slow/120 w) for the applied technique of polypectomy.

Manufacturer narrative:
The suspect medical device and concomitant medical products were not returned to the manufacturer for evaluation/investigation as there was no alleged malfunction and the overall system is still being used by the user facility. Therefore the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. The case will be closed from olympus side with no further actions but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. Furthermore, the incident will be recorded for trending and surveillance purposes and the user was informed about the recommended settings of the esg-100 electrosurgical unit and trained again on the correct usage of the olympus medical devices.